Event description:
The duett was deployed following an interventional procedure, via a 5 fr sheath in the left common femoral artery. Post-deployment, the formation of a hematoma was noted, and pressure was applied. The pt was later diagnosed with a pseudoaneurysm. Treatment of the pseudoaneurysm consisted of a thrombin injection into the site. The event was resolved with no further complications.